Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported the screw of the low profile abutment fractured. It was removed and replaced with other one without causing any damage.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). A certain® low profile one-piece abutment 4.1mm(d) x 2mm(h), (ilpc442u) was returned for investigation. Visual inspection of the as returned product, identified worn markings, due to usage. And a fracture at the thread. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilpc442u) dating back to 12 months from now . The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event utlizing keyword(s): 'fracture'. September post market trending was reviewed, and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur. And the reported event was confirmed.